Manufacturer narrative:
Result: damaged power cord sheathing.

Event description:
It was reported by service report that the bed had a damaged power cord. No pt involvement or adverse consequences were reported.